Event description:
Event determined to be reportable based on analysis approved 04/15/2008: it was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon leakage occurred. The 90% stenosed, non-calcified lesion was located in the moderately tortuous superior vena cava (svc). Access was obtained via the antebrachium", however, in which arm is unk. The synergy 12mm x 4mm balloon catheter was advanced to the lesion and inflated to 6atms. Fluoroscopic imagining was performed which revealed a leak. The balloon was removed from the pt without incident and another of the same device was successfully used to complete the procedure. No pt injuries or complications were reported. The pt's status is reported as "good". Analysis revealed a balloon tear.

Manufacturer narrative:
Visual and microscopic examination of the returned device revealed a longitudinal tear in the balloon material running from 4mm distal to the proximal bond site to 7mm from the distal bond site. Examination of the radio opaque (ro) markerbands noted no anomalies that could have contributed to the tear in the balloon material. No other damage was noted. The mfg records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. The root cause of the balloon tear is attributed to operational context due to anatomical/procedural factors encountered during the procedure that limited device performance. A CAPA has been initiated to address the issue of balloon leaks.